Event description:
Additional information received reported that the patient had a "straight forward" diagnosis of idiopathic gastroparesis. It was stated that the patient was not a diabetic, but she was taking a ppi and no other medications. The patient had a successful temporary stimulator, with no adverse effects. Following the placement of the permanent stimulator the patient developed a constant metal taste in her mouth and a "burning" sensation "over her whole skin." The reporter stated that these symptoms were progressive. The patient also became increasingly agitated and anxious. The device was switched off in the clinic, and during the process it gave the patient a "severe electrical-type" jolt throughout her body. The device was confirmed to be off at that time as well as before explant. The symptoms progressed and it was stated that she was "extremely shaky and highly agitated." There was no local hypersensitivity. Also, there was no evidence of infection at the site of the implant. It was stated that the patient thought "she might die" three days prior to explant. Blood tests were performed and were within the "normal" range. The device was explanted and there was "no reaction, fluid, infection, or anything else." It was also stated that the omental adhesions at the site of the electrode placements were "entirely as expected." After removal of the device the patient still had her symptoms although they were "slightly better." It was stated that the patient "certainly appeared less agitated." It was stated that the metallic taste changed to a "plastic' taste in the patient's mouth. It was reported that the patient was still getting "waves of heat" and felt mentally distracted. Later a urine test and a serum analysis confirmed that the patient had high levels of copper in her system, 30.9 (upper limit 22). Her zinc levels were normal. The patient was being treated for copper toxicity. Nor further information was received.

Event description:
It was reported the patient's device "caused hot flushes to her body and skin along with the electric charge." The patient experienced a burning sensation and redness. Her device was explanted 2 weeks post-operation. No patient injury was reported. Additional information received reported the surgeon tried reprogramming but this did not resolve the issue. Impedances levels were "normal and within range." It was reported the patient was still experiencing symptoms.

Manufacturer narrative:
Product ID 4351-35, serial# (B)(4), product type lead; product ID 4351-35, serial# (B)(4), product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) found that there was damage to the grommets. There were punch out holes on the grommets over the #1 and #2 connector blocks and damage to the connector blocks. The ins output was tested at the distal end of the connector leads. Stable output was observed on each program as received on an oscilloscope. There were no issues when pressing on the ins can. Analysis of both of the leads (serial #'s (B)(4) and (B)(4)) found no anomalies. The continuity was acceptable on both leads.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Expiration date: 11/14/2013. Device manufacture date: 08/2011.

Manufacturer narrative:
(B)(4).